Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. Additionally, this pacemaker was having difficulty being interrogated. Technical services (ts) was contacted, reviewed the data available, and recommended follow up. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information received detailed this device was not at fault. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. Additionally, this pacemaker was having difficulty being interrogated. Technical services (ts) was contacted, reviewed the data available, and recommended follow up. This pacemaker remains in service. No additional adverse patient effects were reported.